Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc) one day post implant. The patient was not pacemaker dependent. The lead was found to be dislodged under fluoroscopy. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.